Event description:
(B)(4) .

Manufacturer narrative:
The device was received by resmed france technical service for evaluation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).